Event description:
It has been reported to philips that the wireless footswitch did not trigger x-rays when pressed. The system was in clinical use at the time of the reported event. The procedure was completed without delay using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the cardiovascular diagnostic procedure when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wireless footswitch is not working. Review of system log file by rse showed en_x active and hand/footswitch not pressed error and there is an issue with the timing between the microswitches. Upon troubleshooting, rse identified that the wi-fi indicator was solid red and battery indicator was green. Rse confirmed that the footswitch was defective due to issue with the wireless connection and ordered the part for the customer. To resolve the issue, customer replaced the wireless footswitch and returned the defective part to philips for further analysis. The analysis of wireless footswitch 3p identified that the bracket was loose, and the cause of the wireless footswitch failure could not be conclusively determined. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.